Event description:
It was reported that the user experienced hyperglycemia following an infusion set and cartridge change, with a peak blood glucose of 304 mg/dl and persistent readings above 180 mg/dl for approximately four hours while using an ilet system and a 23-inch, 6 mm teflon inset infusion set. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention, no alerts for prolonged hyperglycemia, no backup therapy use, and resumption of insulin delivery after replacing the infusion set and connector and reusing the existing cartridge per guided troubleshooting. Investigation included customer care troubleshooting and education, which involved rewinding, reinserting the cartridge, replacing the infusion set and tubing, performing fill steps, and confirming insulin therapy resumption. Investigation of this case revealed that the hyperglycemia was associated with an infusion set issue of unclear origin, with no device alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.